Event description:
It was reported the patient was hospitalized with an increase in seizures. System diagnostics were performed on the device and were normal. The patient's generator was replaced prophylactically on (B)(6) 2015, and the implant card later received indicates an neos=no battery status. The generator was discarded by the facility following explant, so product return and analysis is not possible. Attempts to obtain relevant information for the increase in seizures have been unsuccessful to date.

Event description:
Information was received indicating that the physician does not believe there is a relation of the increase in seizures to vns therapy. There were no known causal or contributory programming changes, medication changes, or other external factors preceding the onset of the increase in seizures. Updated information was also received indicating the actual date of the increase in seizures, whereas previously only an estimate could be provided.